Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No conclusion code available. The reported atrial bore set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that during device replacement procedure upon opening the pocket, it was noted that the atrial port plug had fallen out of the header. The atrial port plug was dissected from tissue without incidence. The patient condition after the event was normal.